Manufacturer narrative:
Upon further review it was noted that "section d8: was this device serviced by a third party?" Was inadvertently left blank in the initial MDR submitted. Section below then updated. Section d8: was this device serviced by a third party? No. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted hence, not explanted. Device evaluation: visual inspection using magnification was performed to the returned sample: the plunger and pushrod was observed in advanced position and in good condition. The pushrod was observed in its correct orientation, it was also observed that overrides the lens in the cartridge. Residues of viscoelastic material were observed on cartridge. The cartridge tip was observed deformed. The lens was observed stuck in cartridge and the leading haptic was observed not folded. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported was not verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported initially that an intraocular lens (iol) was broken. There was patient contact and the sample is returning. Additional information was received and indicated that specifically there was a broken shooter not a broken lens. Further information was received that the product investigation including visual testing was completed and actual device problem of cartridge tip damaged/cracked was confirmed, making the event reportable. No other information was provided.